Manufacturer narrative:
The provided videos confirmed the report. Previous investigation into the reported issue has found the root cause of the malfunction to be a manufacturing operator error, not enough glue was applied on the stopcock joint during the assembly process. Due to reports of similar issues, the product design is being reviewed through dhf0155 to address this issue. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.

Event description:
It was reported that the pruitt f3 shunt was leaking from the joint of the blue stopcock. The balloon did inflate but the fluid would slowly start leaking back and eventually the balloon would start deflating. A second one had to be opened which worked properly. The concern is that this issue increased the risk of the patient having a stroke during the operation, however, no injury was reported to the patient. No injury was reported to the patient.